Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly. It was determined that the cause of the reported issue was due to an electrically overstressed diode, designator cr44, which resulted in cr44 becoming electrically shorted. This caused damage to surrounding components. Traces and feedthroughs.

Event description:
The customer, a biomedical engineer contacted physio-control to report that they heard a "pop" sound when the device was powered on for testing. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to complete a charge cycle for defibrillation. There was no patient use associated with the reported event.